Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The frozen screen, the watchdog timeout alarm, time anomaly and black screen could not be verified due to the blank display. No constant tone alarm was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the pump alarmed watchdog timeout during the rewind/prime sequence. Customer's blood glucose value was 290 mg/dl; treated with manual injection. Father stated the customer was only using saline in the pump. It was also reported that the buttons were not responding. During troubleshooting, he stated that after changing the battery the screen was frozen and confirmed the time was not advancing. The father then reported that the display went blank and a constant tone was occurring. It was advised to remove the battery for 2 hours and call back. They called back the next day and stated that the constant tone was not resolved and the device had a black screen at the time of the call. Customer's blood glucose was 67 mg/dl; treated with food. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.